Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect - clinical code.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 type of investigation additional information was requested, and the following was obtained: prineo: what is the alleged deficiency of the product?¿not heal the wound and redness was discovered is photo available of patient dehiscence?¿no what was the procedure date? =>unk what date /day post op was the dehiscence noted? ¿ about 2 weeks was any prescription strength medication prescribed? Please specify?¿unk was any surgical intervention performed?¿no please describe how was the adhesive was applied.¿normally what prep was used prior to, during or after adhesive use? ¿unk was a dressing placed over the incision? If so, what type of cover dressing used? ¿unk patient demographics: initials / ID, gender, age or date of birth; bmi¿unk patient pre-existing medical conditions (ie. Allergies, history of reactions)¿diabetes mellitus product codes and/or lots of both pds suture and prineo 22 products used?¿clr222us current patient status.¿in good what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿the doctor commented that since the patient has diabetes mellitus, it is probably not a problem with the product. Is product available to return for analysis? =>no device will be returned name of surgeon? =>yoshiyuki akamine pds suture: on what tissue was the suture used/location of suture placement?¿dermis what tissue dehisced?¿epidermal tissue what was the tissue condition (normal, thin, calcified, fragile, diseased)?¿diabetes mellitus how was the suture placed (interrupted or continuous)?¿unk how was the suture tied (square knot or multiple knots one end)?¿unk onset date/time of dehiscence? (# post op days)¿about 2 weeks how was the dehiscence managed? ¿a skin covering with strong adhesive power has been applied, and the patient is being monitored. Please describe any surgical intervention required for the wound dehiscence including date and findings. ¿no please describe the appearance of the suture during the second procedure.¿not heal the wound and redness was discovered were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue?¿no, but the patient was diabetes mellitus did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation?¿no I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will no device will be returned

Event description:
It was reported a patient underwent a cervical discectomy and fusion on an unknown date and topical skin adhesive was used. A wound problem occurred. Two weeks after applying the patch, it was removed and found that the wound was not closed. The wound was opened and redness of the skin was found. The product was used on lumbar vertebrae. The patient has diabetes mellitus. The doctors are monitoring the progress with a skin covering material with strong fixation. Further details are not provided. No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: g07002 - device not returned. Additional information has been requested and not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Prineo: what is the alleged deficiency of the product? Is photo available of patient dehiscence? What was the procedure date? What date /day post op was the dehiscence noted? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) product codes and/or lots of both pds suture and prineo 22 products used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis? Name of surgeon? Pds suture: on what tissue was the suture used/location of suture placement? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.